Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional regarding a patient who was implanted with a neurostimulator (ins). It was reported that the patient had an ins implanted a week ago. The patient suddenly had blurred vision and shocking sensation to the back of her head today, causing pain. The caller wanted to know if the ins could be causing this issue for the patient. Technical services reviewed with the caller that stimulation is to the sacral nerve and does not know how that would affect the patient's head. The caller was told that if the ins is suspected to be the cause, the patient can turn the stimulation off to see if the symptoms would go away. The caller declined to give the patient's information due to the health insurance portability and accountability act (hipaa). No further patient complications are anticipated or expected as a result of this event.